Event description:
It was reported that during implant of this right ventricular (rv) lead, after the lead was placed and the helix was fully extended, the lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. An attempt was made to reposition the lead; however, the helix could not be retracted. The lead was then surgically abandoned, and a non-boston scientific rv lead was successfully implanted. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.